Event description:
User facility mandatory medwatch received from cdrh that stated: "the secondary infusion of lipids beeped off occlusion several times during nursing shift. The intended infusion volume was 14 ml, actual infusion was 9 ml. There was no patient injury. Initial information received from the customer contact indicated the patient received less medication than intended. During testing at the user facility, the device passed all testing. Information was requested from the customer contact including specific event details and if the therapy was resumed using a replacement pump. No response was received. Hospira is continuing to investigate the event.

Manufacturer narrative:
Attachment: user facility mandatory medwatch was received on (B)(4) 2010. The report number is (B)(4). At this time the customer will not be returning the device for evaluation. The device passed testing at the user facility and was returned to clinical service. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).